Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this met all pre-release specifications. As stated in the gore excluder aaa endoprosthesis instructions for use, key anatomic elements that may affect successful exclusion of the aneurysm include significant thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. The clinical studies quantify significant thrombus as thrombus measuring at least 2 mm in thickness and / or at least 25% of the vessel circumference in the intended seal zone of the aortic neck. Irregular calcium and/or plaque may compromise the fixation and sealing of the implantation sites. Additional gore excluder aaa devices related to this event.

Event description:
In 2009, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Significant thrombus was noted in the proximal neck. After all three devices were in place, a medtronic reliant balloon was inflated at the proximal end of the trunk-ipsilateral leg component. After ballooning, angiography showed extravasation in the proximal neck of the aorta, indicative of a tear, and the graft was displaced distally by about 8-10 mm. The balloon was immediately inflated below the renals. An aortic extender component was then deployed at the upper edge of the trunk-ipsilateral leg component, just below the renals. Angiography revealed a slight type-3 endoleak between the aortic extender component and the trunk-ipsilateral leg component. The balloon was re-inflated at the junction between those components. Final angiography revealed no evidence of a leak. The pt's pressure was monitored for about forty minutes following the procedure, and was stable. The physician will continue to monitor the pt.